Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was no longer receiving effective stimulation. It was noted that the pt's pain returned approximately 15 days following implantation of the scs system. The ipg and lead were tested and found to be functional. It was determined the issue was with the lead extension. The physician elected to explant and replace the lead extension which resolved the reported issue. Effective therapy was restored following the procedure.